Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following physical trauma to the device pocket, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms). The physician elected to surgically implant another rv lead to resolve the event and this lead was left in-service for shocking capabilities. The patient was stable with no additional adverse effects reported.